Event description:
It was reported that the device had delivered alerts stating possible high output circuit damage and lead impedance too low. The patient had recently received multiple shocks during an svt due to svt timeout. The device reported that the hv lead impedance measured very low upon each delivery, indicative of a lead insulation breach. While performing a capacitor maintenance, the patient felt chest pains. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.